Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed lead damage. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of oversensing, noise and diagnostic imaging revealed lead damage were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found internal insulation abrasions breaching the right ventricle cable and inner coil lumens at proximal to right ventricle shock coil with abraded ptfe liner of the inner coil. The cause of the reported events is consistent with internal insulation abrasion.